Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, brown biological tissue and particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, crease fold and delamination orientation dot. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. A delamination partial of the orientation dot (adhesive failure).

Event description:
Physician reports left side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports left side rupture. The device has been explanted.